Event description:
Dr was notified at 1600 by radiology of retained fragment, patient had already been discharged. Image matches the end of a stryker performance series sagittal blade ref #6118-127-110 lot# 24309017. When the blade broke, the failsafe on the saw should have activated and shut down the saw. Blade was obtained from sharps container, risk notified, stryker rep notified.